Event description:
It was reported that both rv and lv pacing lead impedances had increased. The capture thresholds had also increased. The pocket was opened and the leads were reconnected. No improvement was observed. The device was replaced.

Manufacturer narrative:
The reported field event of impedance measurement anomaly was verified in the laboratory. Dried body fluid was noted on the bottom of the setscrews, likely reducing the contact area between the conductive parts, increasing impedance. Once the device connector bores were cleaned, impedance values returned to normal. It is believed that during the implant procedure, body fluid remained on the connector, and being wet, the fluid was conductive. Over the next day, the fluid dried, causing the increase in impedance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.